Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented with ventricular fibrillation (vf) episodes. This device delivered shock therapy for the arrhythmia, and after therapy exhaustion, the rhythm did not convert. No additional adverse patient effects were reported. This ICD remains in service. Additional information was received indicating that this patient required external defibrillation for the reported vf episode. Subsequently, the patient has a transvenous coil implanted in the azygous vein, and this ICD was explanted and replaced with a non-boston scientific generator. No additional adverse patient effects were reported. This ICD has not been returned for analysis.

Manufacturer narrative:
The device remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented with ventricular fibrillation (vf) episodes. This device delivered shock therapy for the arrhythmia, and after therapy exhaustion, the rhythm did not convert. No additional adverse patient effects were reported. This ICD remains in service.